Event description:
A smartsite infusion set was being used during a procedure. The tip of the smartsite needle free valve broke while injecting.device #1is this a laboratory device or laboratory test?no.